Event description:
A nurse reported that during a cataract surgery an ophthalmic operating console did not have any reflux. Procedure was completed using the same console. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative was able to confirm that the ¿reflux was mapped to footswitch.¿ then the representative checked the ¿reflux offset, which was set to 100 mmhg.¿ the staff then ¿turned machine on and off and everything was fine from then on,¿ per the representative. No service record relevant to the complaint reported event was found. All alcon surgical systems are verified to meet specifications after installation and customer-initiated servicing in accordance with the applicable service test procedure (stp). A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).